Event description:
The customer reported a malfunction on the pump without any notable events occurring prior. They were unsure if their blood glucose level exceeded 500 mg/dl. Technical support decided to replace the pump and advised the customer on using multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. The customer was informed about receiving a replacement pump with updated software, and training would be available in their tandem source account. They were also given instructions on how to store the current pump before returning it and instructed to return it within 10 days using a pre-paid label. The customer acknowledged all instructions and arrangements made by technical support.